Manufacturer narrative:
Additional information received from the health care professional (hcp) indicates the patient was seen in clinic. The lead continued to exhibit high pacing impedance measurements greater than 3,000 ohms and no capture. There was also noise that was able to reproduced. The hcp planned to discuss the issue with the physician.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this cardiac resynchronization therapy defibrillator (crt-d) displayed a red blinking light, indicating the presence of a potential product performance issue. A review of additional information indicated there was an right ventricular (rv) lead pacing impedance measurement greater than 3,000 ohms. No adverse patient effects were reported. All available evidence indicates this device remains in service.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Additional information received indicated that a revision procedure was performed and the rv lead was surgically abandoned. No additional adverse patient effects were reported.